Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of high blood glucose of over 400 mg/dl. Customer indicated of calibration issues and was advised how and when to calibrate. Customer indicated that they would call back in a week if the calibration issues persist. No further details given.